Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display was noted. The pump was received with button error alarm and had unresponsive escape and act buttons due to moisture damage keypad traces. The pump was unable to perform operating current test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify failed battery test due to unresponsive buttons. No moisture damage on electronic assembly during visual inspection was noted. The pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call of a failed battery test, button error and moisture damage from the insulin pump. The customer's blood glucose reading was 90 mg/dl. The customer stated that she went to her son's baseball game and there was liquid coming out of the buttons of the pump. The customer stated that the buttons are not responding. The customer stated that there was fluid in the past with no moisture damage visible on the pump. The customer was advised that (B)(6) aaa batteries are the most effective for the pump's use. The customer was advised that if the alarm is not cleared, the failed battery test will recur with each new battery inserted. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.